Manufacturer narrative:
Vyaire complaint #: (B)(4). Results of investigation: a vyaire field service representative (fsr) went onsite to evaluate the device. The fsr replaced the exhalation valve and main board to resolve the reported issue. The device was tested and passed all tests to manufacturer specifications. The suspect exhalation valve and main board were returned to vyaire medical's failure analysis laboratory for further investigation. Investigation of the exhalation valve was unable to confirm nor duplicate the customer's reported issue. The exhalation valve assembly operated properly although it was found to be contaminated. At this time, the main board investigation has not been completed and is still pending. Once the final investigation is complete, a supplemental report will be submitted.

Event description:
The customer reported that their vela ventilator displayed an unresolved "xdcr fault" alarm. The customer reported that there was no patient involvement.

Manufacturer narrative:
The vyaire failure analysis lab received the suspected device/component and performed a failure investigation. The reported issue was confirmed and duplicated in the laboratory setting. The root cause of the reported issue was determined to be a failed pressure transducer on the main printed circuit board assembly.